Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated left distal thigh with coolsculpting coolmini may have developed recurring paradoxical hyperplasia (ph). The patients previous case is (B)(4), which was deemed consistent with ph to the left distal thigh.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, a4, b5, g3.

Event description:
Allergan aesthetics received a report of a patient treated inner thighs with coolsculpting developed recurring paradoxical hyperplasia (ph). The patients previous case is (B)(4), which was deemed consistent with ph to the left distal thigh.

Event description:
Allergan aesthetics received a report of a patient treated left distal thigh with coolsculpting coolmini may have developed recurring paradoxical hyperplasia (ph). The patients previous case is (B)(4), which was deemed consistent with ph to the left distal thigh. Patient reported additional information that second corrective liposuction to the thighs has been completed, no date provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, b5, g3.